Event description:
The account alleged that the side rail did not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube bent and broken. The technician replaced the side rail end tube to resolve the issue.